Manufacturer narrative:
(B)(4). The analysis results showed that one long60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastrectomy procedure, the device was difficult to activate the stapling. There was a noise and a feeling of squeaking. The knife has been returned to its home position after 3 strokes, not 4. The tissues were partially cut. The surgeon had to cut manually the suture line and staple again with a new device. He did this new suture line "as good as he could". The patient had pain 2 days after the surgery. Pain became unbearable 3 days after the surgery. The surgeon had to operate again because the patient had a severe mediastinitis. The patient had a longer stay in the hospital. The patient is fine to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.